Event description:
It was reported that during equipment testing, the transducer probe prompted a usacquisitionhw_40_0 error. This was caused by a mechanical damage that was observed on the probe's articulating sleeve. There was no patient involvement at the time the reported phenomenon was noted. No additional information was provided.

Manufacturer narrative:
Initial the device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Follow up #1 this supplemental report is being submitted to retract/withdraw the initial medical device report (MDR) which was submitted to the FDA on 03/16/2017. The conclusion code was corrected. After review of the complaint file, the transducer failure was found to have occurred prior to the study. There was no patient involvement. The cause of the failure was a compromise to the articulation sleeve material caused by mishandling. Follow up #2 this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, there was a hole on the articulation sleeve noted. The device was functionally tested and the reported system error was able to be reproduced. Investigation found that the root cause of the system error was liquid infiltration into articulation sleeve hole, due to articulation sleeve material quality. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. "Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains the initial, fu#1 and fu#2."

Manufacturer narrative:
This supplemental report is being submitted to retract/withdraw the initial medical device report (MDR) which was submitted to the FDA on 03/16/2017. The conclusion code was corrected (see section h6). After review of the complaint file, the transducer failure was found to have occurred prior to the study. There was no patient involvement. The cause of the failure was a compromise to the articulation sleeve material caused by mishandling.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see section d10), provide the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the device manufacture date (see section h4), update the event problem and evaluation codes (see section h6), and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. During visual inspection, there was a hole on the articulation sleeve noted. The device was functionally tested and the reported system error was able to be reproduced. Investigtion found that the root cause of the system error was liquid infiltration into articulation sleeve hole, due to articulation sleeve material quality. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.